Event description:
Caller reported an error on their continuous glucose monitor, identified as cgm error 42, involving a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, assisting the caller in performing the reset. Following the reset, the cgm error did not reoccur, and the sensor session was successfully initiated.